Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse instructed the customer to home position the analyzer and the error reoccurred. Fse also instructed to move the piece that connects to the bump sensor away from the sensor, and error did not occur. Fse replaced the bump sensor (pia board) and resolved the complaint. Fse repaired and validated the analyzer by successfully homing the analyzer several times, performed quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6) 2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4124) sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event was due to the faulty bump sensor (pia board).

Event description:
A customer reported error message ¿4124 sample-z bump¿ while running cardiac troponin (ctnl2) test on the aia-900 analyzer. The customer rebooted the analyzer and the error reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin (ctnl2) and creatine kinase mb (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.